Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced with a smaller cuff due to continued incontinence. The physician tested all components and determined the cuff was too large. A new artificial urinary sphincter was implanted. No further patient complications were reported.